Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered 'yes" to the survey question " are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?", customer mentioned them being found while performing preventive maintenance. There was no reported patient impact.